Event description:
It was reported that during a da vinci cholecystectomy procedure, the permanent cautery hook instrument wasn't able to advance through the cannula. The instrument met resistance, but other instruments were able to advance through the cannula. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint. The instrument advanced in a functional curved cannula. The main tube of the instrument was not deformed or damaged to suggest that it did not advance in a cannula. Failure analysis investigation found that a piece of the zirconia cautery insulation was broken at the distal end. The broken piece was not returned with the instrument. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing cautery insulation found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.